Event description:
The cyberknife imaging had shown a couch sag more than 10 degrees for a prostate patient.

Manufacturer narrative:
The cyberknife imaging showed a couch sag of more than 10 degrees for a prostate patient. The couch/table was inspected and the investigation is on-going .

Manufacturer narrative:
System functioning as expected. Issue can be attributed to user error with a patient positioned far too superior.